Event description:
Additional information received patient never lost stimulation, and underwent surgical intervention where in the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Correction : section e1: the correct physician information is updated in this record . During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg would not hold charge and is at end of life. Surgical intervention may take place to address the issue.